Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this pacemaker revealed a warning indicating the device is in safety mode. No adverse patient symptoms were revealed. The patient with this device denied exposure to MRI, cat scan, or radiation therapy. An internal technical service consultant was contacted and recommended device replacement. The device is unipolar sensing and pacing. The patient with this device is not pacemaker dependent. A replacement procedure was performed. This device was removed, replaced and returned for analysis.